Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's iliac arteries were moderately tortuous with moderate calcium. An introducer sheath was not used. It was reported that the guidewire that was initally used wasn't stiff enough. The combination of the soft guidewire and the condition of the iliac arteries caused the graft to kink. The physician pulled a second aneurx bifurcated stent graft of the same size and the case was completed successfully. No sequelae were reported and the pt is reported to be fine.